Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23438. It was reported the patient was crawling underneath his house and noticed his stimulation stopped working. Diagnostic testing revealed low impedance readings. Reprogramming was unable to resolve the issue. It was noted the patient's leads had migrated. The patient will undergo surgical intervention as the next course of action.